Manufacturer narrative:
The device was returned for evaluation. The skull clamp required disassembly, cleaning, replacing some minor components and calibration to manufacturer's specifications. The device history record could not be performed as lot number was not provided. The complaint was likely caused by wear and tear over time/ improper handling. The definite root cause cannot be reliably determined. Device identifier number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality coordinator reported that a a1059 mayfield modified skull clamp had an issue with the swivel mechanism. No patient contact, injury, or surgery delay was reported.